Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation the pacemaker and right ventricular (rv) lead were noted to have a high out of range pacing impedance measurement from two years earlier. The lead safety switch (lss) was triggered which changed the polarity of the lead to unipolar. It was noted there has been occasional oversensing of noise in unipolar. The cause of the high impedance measurement remained unknown and the lead was reprogrammed to unipolar pace and bipolar sense. The pacemaker was explanted a few weeks later for reported normal battery depletion and the rv lead remained in service with the new device.